Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he receives an insulin flow block alarm and infection on the insertion site, pain, and git infected. For the treatment he receives an ointment. Infusion set was placed in hip area. No further information was available.